Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that the device manufacture date information was incorrect on the initial medwatch report. The following section has been updated accordingly. Section h4: manufacture device date: january 31, 2025.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the system was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported a capsule tear that was observed during phacoemulsification. A failed match for iris registration was obtained. The procedure was performed using the liquid optics interface 14, with good suction ring centration, no air bubbles, proper patient positioning, and correctly identified pupil and limbus surface maps. A rescan was attempted, and the physician proceeded with custom cyclorotation compensation, completing the catalys procedure. The physician was unable to determine the cause of the tear and decided to use a different lens than initially selected, placing it in the sulcus rather than the capsular bag. It was also noted that two other catalys laser procedures performed on the same day were completed without any issues. No further information provided.